Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, a mitral valve replacement was performed and this 27 mm sjm epic valve was implanted. On (B)(6) 2017, the valve was explanted due to stenosis of all three valve cusps. A 25 mm tissue valve from another manufacturer was implanted. The patient was reported to be stable postoperatively.

Manufacturer narrative:
Additional information received revealed the initial MDR for this event was reported under the incorrect model and serial number, manufacturing site, and MFR report #. The corrected model and serial number and manufacturing site information has been provided. The correct MFR number is (B)(4). The results of this investigation concluded all three cusps contained outflow thrombus which immobilized the cusps. There was circumferential fibrous pannus ingrowth on the outflow surface which narrowed the outflow diameter. There was fibrous pannus ingrowth on the inflow surface of cusp 2. No acute inflammation or significant calcifications were present in the valve. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest the cause of the thrombus and pannus were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.